Event description:
It was reported that after the device was unpacked, the stent was observed to be partially deployed. The device was not used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood or saline visible, consistent with the reported information that there was no patient involvement. The stent implant was returned partially deployed 2 millimeters (mm). The distal end of stent implant was located 1mm distal to the distal end of the distal marker. There was no damage noted to the stent implant. The outer sheath was retracted 3 mm proximal to the tip. There were two bends in the metal shaft. There was no other damage noted to the sess. The tuohy borst valve was returned in the unlocked position. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, based on the reported information and returned device analysis, it may be possible that the premature deployment is related to handling, as the distal sheath was retracted 3 mm, consistent with the outer member being pulled back slightly. The two bends noted in the metal shaft also suggest mishandling. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.